Event description:
The customer returned the colonoscope to the service center for a separate issue. During device evaluation, white residue was observed in the air water supply air water channel and the auxiliary water flow auxiliary channel. The service repair technician indicated that the most likely cause of the complaint could not be established. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.